Manufacturer narrative:
Potential lot numbers: 3230578, 3208597. Additional 510(k): k083641. The device is currently being evaluated; smiths medical will file a follow-up report detailing the results of the evaluation once it is completed. Device evaluation in progress.

Event description:
It was reported that the cuff of a bivona® tts¿ 8.0mm tracheostomy tube broke and leaked after seven days in use. Cuff patency was tested prior to use, and the cuff was filled with sterile water. A hospital personnel noticed the fault when the ventilator alarm went off. The patient experienced breathing difficulties. The tracheostomy tube was replaced. No permanent injury was reported.

Manufacturer narrative:
One used device was received for evaluation. Visual inspection found a large cut/tear on the cuff of the tracheostomy tube. Using magnification, wear marks/abrasions were observed at the center of the cut/tear on the cuff. All cuffed tracheostomy tubes are 100 percent leak tested prior to release for distribution from the manufacturing site. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.